Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: 7082573 UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 7082551. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing paresthesia on the left occipital region with numbness and tingling. It was also stated that the patient was experiencing inadequate stimulation despite program optimization. No device malfunction suspected. The patient an explant procedure and the explanted devices will not be return due to facility policy.